Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: customer stated " service needed" screen appeared. Troubleshooting: was able to run a basic infusion without "service needed alarm", however, systems dashboard shows alarm priority as high and a flow control status failure - no patient harm a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.